Manufacturer narrative:
Device evaluation & resolution: the fse confirmed the reported problem. The fse replaced the da-mc cable per (B)(4) to resolve this issue. Customer did not provide the requested patient information.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while is use. No patient harm reported. Patient information requested.